Event description:
Patient implanted with cervical spine locking screws at c5-c6 for degenerative disc disease. On a follow-up visit, x-rays showed two broken screws. Patient did not fuse. Surgeon revised patient to syncage-small and vectra. This is one of two reports on this event.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of the integrity test (B) (6), 2009 indicated a device failure. Explant and reimplantation is planned, but had not taken place at the time of this report december 2, 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).